Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set site became irritated due to the patient's pants rubbing against the infusion set. The patient's blood glucose was reported at 243mg/dl due to the incident. It was noted that the patient administered a correction bolus and changed her site to address the high glucose. No permanent injury was reported.